Event description:
Customer reported comparing her aviva system to a professional meter of unknown type with results of 533 mg/dl on her meter and 201 mg/dl on the professional meter within 10 minutes. Customer was given an unknown amount of an unknown type of insulin based on the result of 201 mg/dl on the professional meter. The customer then went home because she felt fine. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.